Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing the fse found that there was an issue with the x-ray tube. To resolve this issue the fse has replaced the x-ray tube. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that, there was x-ray tube problem. System was in use. No harm has been reported to philips. Philips has started an investigation of this complaint.